Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced a low blood glucose (bg) level ranging between 29 and 33 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.